Event description:
It was reported that the cutting loop tip broke off inside the patient. No patient injury. No negative impact in state of health reported.

Manufacturer narrative:
The customer will not return the device for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).